Manufacturer narrative:
Examination of returned device found no evidence of product nonconformance. Examination of returned device along with information from the sales representative suggests the product fractured due to the fact that the patient's bone was hard.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent a labrum reconstruction procedure on (B)(6) 2013. During the procedure, the tip of the juggerknot inserter fractured. As a result, the fractured tip was retrieved and another juggerknot was utilized to complete the procedure.